Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The pushwire was returned for evaluation and the core wire was found broken into two segments at approximately 197cm from the proximal end, but retained together by the unraveled and stretched outer coil. Cross sectional analysis of the break surface indicated that the failure mode was due to torsional overload.guidewire separation.(B)(4).

Event description:
During the procedure, it was reported the guidewire broke inside the vessel as it was being rotated to navigate through a lesion. The distal broken segment of the guidewire was retained to the proximal segment by the inner core wire. The entire guidewire (with broken segment) was removed from the patient. No patient injury was reported as a result of the procedure.